Event description:
It was reported that pacemaker exhibited out-of-box backup operation mode upon attempting to reprogram the chamber from ventricular to atrial. It was noted the programming took a long time and the device was noted to be in backup. Another device was used in place of the pacemaker successfully. There were no adverse effects to the patient before, during or after.